Event description:
Ventilator screen shut down (powered off) while in use however the ventilator was still operational. Ventilator was switched and pt was ambu bagged until connected to new unit. FDA safety report ID # (B)(4).